Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a routine generator change two months ago and then two weeks later had a wound check. Upon examination, the left ventricular (lv) lead exhibited high, out-of-range pacing impedances measuring greater than 3000 ohms. Additionally, it was noted there was loss of capture. The health care professional (hcp) programmed the device to right ventricular (rv) pacing only. The plan was to do a lv lead revision on that same day. Subsequently, a lead revision was performed and it was noted the causes of these observations were due to a loose lv setscrew. After reinserting and tightening the lead was working appropriately. No additional adverse patient effects were reported.